Event description:
On (B)(6) 2011, this patient underwent treatment of a thoracic dissection. It was reported the physician performed a carotid-subclavian artery bypass prior to implantation to ensure adequate landing zone. Two conformable gore tag thoracic endoprostheses were implanted covering the dissection. Angiography showed filling of the left subclavian artery, so the physician elected to extend proximally with an additional device. When the third conformable gore tag device was deployed, the device jumped proximally, covering the left common carotid artery (lcca). A balloon was used in an attempt to pull the device distally; however, this was unsuccessful. The physician elected to perform an lcca bypass. It was reported the lcca bypass kinked, and the patient's brain function was at 20%. It was reported that the patient had a couple "episodes" during recovery. The patient's current condition is unknown. Additional information has been requested.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.